Manufacturer narrative:
This adverse event was initially reported to FDA by (B)(4), the needle supplier. Please reference: 9681709-2013-00006. Investigation was completed by the needle supplier, (B)(4). Due to lack of returned article or photo, the investigation was only performed for the retained sample and manufacturing record. The result showed no problem and thus the root cause for the nonconformity could not be determined. Conceivable cause for the needle breakage is the stress generated at the tip of the guide needle as fulcrum point, with combination of conditions: the stylet was removed before reaching subarachnoid space and the puncture was performed only with the outer needle, and extraordinary load was given to the needle for unknown reason during puncture.

Event description:
The spinal needle broke off while inserting the needle, at approximately 3 cm from the tip. The tip is still in the paravertebral space of the patient. There is also a curve in the needle. The surgeon did not have liquid yet, so he had not arrived in the spinal space yet. The anesthesiologist performed the spinal puncture medially for hip surgery. While piercing through the ligamentum flavum, the pressure fell down while withdrawing the needle, it turned out to be curved and broken. The anesthesist removed the stylet before it entered in the spinal space. The introducer was thrown away after the procedure. The client respected the normal procedure. The introducer went in smoothly without any contact with the bone. The spinal needle went smoothly through the introducer. The spine did not move during the procedure.